Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they ran routine quality controls on the cobas 8000 c 502 module (c502) and received cell blank alarms. The controls also recovered out of range. The customer checked the reaction cells on the analyzer and they were overflowing. The customer could not see anything wrong with the cell rinse mechanism. The customer noted that the field service engineer adjusted the cell rinse recently. The customer repeated an unspecified number of patient samples tested for multiple assays. Of these, erroneous results were reported outside of the laboratory and corrected reports were issued for three samples tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldh) and ua2 uric acid ver.2 (ua). All samples were repeated on a different c502 analyzer and the repeat values were believed to be correct. The first sample initially resulted with an ldh value of 199 u/l and repeated as 298 u/l. The second sample initially resulted with a ua value of 2.9 mg/dl and repeated as 5.6 mg/dl. The third sample initially resulted with a ua value of 2.5 and repeated as 4.6 mg/dl. The patients were not adversely affected. The ldh reagent lot number was 18597001, with an expiration date of 09/30/2017. The ua reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a fluidic failure of the sample rinse mechanism. The waste nozzle was clogged. He remediated the blockage of the waste nozzle. He performed mechanism checks to verify proper operation.